Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms. The customer would change out the pump supplies. The customer's blood glucose (bg) level was 22-480 mg/dl. Correction boluses and insulin injections were used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
The customer's blood glucose level was 200-480 mg/dl.